Event description:
It was reported to philips that the movement button malfunctioned on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mvr high power board, clea extension board 1, motor linear drive, extension board 1, and check cv rack. The system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).